Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the drill bit of an ancillary broke off in the patient's bone. The end of the drill bit remained in the humerus".

Event description:
As reported: ""the drill bit of an ancillary broke off in the patient's bone. The end of the drill bit remained in the humerus".

Manufacturer narrative:
Please note correction to b1, b2 and d9/h3 device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information, like the part- and lot number of the involved device, about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.